Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Hold am 10.11.18 the customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose value was 317 mg/dl at the time of the incident. The customer had experienced multiple pump alarms after battery change. The customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced. Device will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.